Event description:
Creation of av fistula with gortex graft in 6/94. Uneventful dialysis for 3 yrs; now with high filling pressures during dialysis. Successful declotting of the fistula in 8-97. Fistulogram 1 week later shows "marked irregularity of the venous limb. Admitted on 9-11-97 (unrelated cause). Because of continued high filling pressures and fistulogram results, it was decided to replace the venous limb. Physician requests return of graft to the vendor.